Event description:
Reporter stated that 5 infusion sets, from this lot, have broken. She indicated that the infusion sets were in use for approximately 2 days when breakage occurred. Patient's blood glucose was elevated (20 mmol/l), on 1 occasion, after noticing the breakage. No treatment was received.